Event description:
Healthcare professional reported right side deflation. Later, healthcare professional reported "cut to remove saline solution", which is not device related, and "only 1/2 size". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as to surgical damage. Additional observations: crease fold observed in the surface of the shell. Wear abrasion observed in the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-ndr and use error: observed an opening striated assessed as surgical damage per rga. ¿ deflation: not observed. Only the surgical damage per rga observed. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ wear abrasion observed in the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side deflation, "only 1/2 size as compared to l side (intact side)" and "cut to remove saline solution". The event ¿cut to remove saline solution" is deemed not related to the device. Device has been explanted.